Event description:
The reporter stated that she did back to back blood glucose testing, within 10 minutes, using separate finger sticks. Her results were 338, 141, 135 and 131 mg/dl. She did not have any symptoms. The reporter's control solution was expired, and she did not have test strips available for control testing. She is familiar with coding, control, and the lifescan representative reviewed cleaning. The reporter will call back if further problems after receiving new supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8